Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user disregarded the safety instructions in the instruction for use (IFU). Because the customer was not wearing safety gloves and had not covered up the blade with the safety guard during the cleaning process, the user suffered a cutting injury to the finger. A retraining from the sr. Field applications specialist for the customer will be provided to reinforce safety protocols. A customer facing letter was sent out as well to the customer with recommendation, to follow the safety instructions according to the instructions for use.

Event description:
On 19 of may 2025, leica biosystems was informed that a user cut his finger on a microtome blade used in the cryostat instrument (B)(6). According to the complainant, the blade was left inside the instrument, and the user had a superficial hand cut during cleaning procedures. Unfortunately, the samples previously sectioned on the instrument were from an hiv-positive patient. The user was referred to medical care, was tested and is taking the proper medication. The medical care needs to be taken off work for 3 days.